Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered the threshold suspend. The customer¿s blood glucose initially was 206 mg/dl and the sensor glucose was 74. Later, the customer received a threshold suspend alarm when the sensor read 69, but blood glucose value was 116 mg/dl. The customer stated that the insulin pump then suspended when sensor glucose was 40. Blood glucose at the time of the call was 147 mg/dl. Sensor glucose was 57. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.